Event description:
It has been reported that while readying a patient for transport, the officers noticed that the stretcher locking pin had broken off prior to the patient being loaded into the ambulance unit.

Manufacturer narrative:
The cot was evaluated by (B)(4).